Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damage, and bands were overlapped. The slack was taken up, and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. Additionally, it was possible to observe that the bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Therefore, the most probable root cause assigned is adverse event related to procedure.